Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio values. On (B)(6)2014, inratio: 2.3; lab: 3.1. Less than five minutes between tests. Patient's therapeutic range: 2.5 - 3.0. No reported adverse patient sequela. No additional information provided.